Event description:
It was reported that a bad/damaged display was discovered during preventive maintenance. There was no patient involvement reported.

Manufacturer narrative:
One fluid warming device was received for evaluation in relation to the reported event. Visual inspection noted a severely cracked and broken tank cover, wear and tear damaged enclosure and block assembly, outdated pcb and power switch. Visual inspection confirmed the reported event. The display has liquid crystal leakage due to an impact. Due to the age of the device, it was deemed beyond economical repair and was scrapped. Root cause was unable to be determined due to the nature of the reported event.